Event description:
It was reported that during pt transport via helicopter, the iabp began to experience system error 3 alarms. Manual inflation of the iab continued until arrival at the hosp. There were no pt complications.